Event description:
Narrative: user facility reported: during a diagnostic coronary angiography, a few small bubbles were injected into a pt's coronary artery. The pt experienced chest pain, st segment elevation, abnormal heart rhythm, hypotension, and evidence of myocardial infarction. These symptoms subsided within a few minutes. The pt recovered the same day. Worldwide case ID: (B)(4).

Manufacturer narrative:
On (B)(6), 2010, the acist angiographic contrast injection system, model cms2000, was returned to acist for evaluation. Upon completion of the evaluation of the injection system, a f/u report will be submitted to FDA.